Event description:
It was reported in a faraway study, that the faradrive steerable sheath was selected for use. It has been mentioned that the sheath was leaking. No other information has been disclosed. The product return status is unknown.

Manufacturer narrative:
It was indicated that it was unknown if the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem correction to section h6 device codes, code a0504 was replaced with code a1415. Correction to section h6 impact codes, code f24 was replaced with code f26 and correction to g2 report source. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported in a faraway study, that the faradrive steerable sheath was selected for use. It has been mentioned that the sheath was leaking. No other information has been disclosed. The product return status is unknown. It was further reported that no fluid leak was seen, air was leaking from the aspiration tubing attached to the faradrive. Pressure bag was used for irrigation. No air was seen in the patient. The procedure was completed using another faradrive sheath. No patient complication occurred. The product is expected to return for analysis.